Event description:
It was reported that: "the pt was having pain since the surgery. He was prescribed 24/7 care in his home for approximately 13 weeks as well as rehabilitation therapy in an office. Then the pt went for 30 weeks of therapy. The hip doctor sent him to a spinal doctor thinking that the issues were stemming from the back. The spinal doctor said it was not the back the pain was coming from the hip and he was sent for another 18 weeks therapy. Approximately 1 year ago, the pt was hearing noises and could feel grinding in his hip. Another visit was made to dr. (B)(6) because of pain. He is waiting for blood work and a mars MRI. The pt had 2 visits to the ER since his surgery, one for the noise and the other for instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.